Event description:
N/a

Manufacturer narrative:
(B)(4). The valve was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
2 of 3 reports; other mfg report numbers: 1226348-2020-00270, 1226348-2020-00272. A facility reported the valve was implanted on (B)(6) 2020. Two weeks later ((B)(6) 2020), the surgeon performed a revision surgery due to csf leak from the implant site. Surgeon believed that it was a bad connection, opened the area and reconnected the ventricular catheter, without noticing any slit in the ventricular catheter. Three days later ((B)(6) 2020) the issue was still present, and the surgeon performed another revision surgery and noticed a slit in the ventricular catheter. He cut out few millimeters form the catheter and reconnected it to the valve. The valve was working perfectly until (B)(6) 2020, when leakage was noted again, but this time the slit was in the peritoneal catheter, in the area where it is connected to the valve. The valve was explanted, and no other device was implanted. A new valve will be implanted later.